Event description:
The hospital reported a malfunction during pre-use checkout resulting in inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. No report of patient involvement. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor.